Manufacturer narrative:
Serial number of device is unknown and has been requested. Serial number will be provided once it is received from the customer.

Event description:
It has been reported that the device is failing self-test.